Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for patient 3 of 4 reported for periprosthetic infection. In the journal of arthroplasty 34 (2019) 781-788, "femoral head penetration rates of second-generation sequentially annealed highly cross-linked polyethylene at minimum five years" (a study comparing volumetric wear rates of the x3 poly with different femoral heads), among the exclusions from a base group of 198 patients, the following is included: "...4 early periprosthetic infections...".